Event description:
It was reported that the patient felt like the stimulator was on all the time. The patient's pain management doctor checked the programs and it showed that program c was on even through the patient programmer said it wasn't. The physician turned program c off, but the patient still feels that it is on. The stimulation felt horrible to the patient and the patient was having extreme nerve pain in the left and/or right foot that went up into the leg and low back that was making the pain worse. The patient management doctor felt the leads may have shifted and that was what was causing the "uncontrollable stimulation". The patient was seeking to be seen by the physician who implanted the system for further evaluation.

Manufacturer narrative:
(B) (4)